Event description:
It was reported that there was no ac operation. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported problem. The root cause of the failure was not determined because the customer refused repair of the device. The device was returned to the customer.